Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer telephone number is (B)(6). The customer did not return the hstni reagent for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess system performance. Fse performed a system check on dxi serial number (sn) (B)(4), which passed within specifications, after arrival to the customer site. Fse reported the sample in the event had cellular debris between the plasma and gel separator. Per the access hstni reagent instructions for use (document c09448 f, available on the beckman coulter website), "the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling, processing, and storing blood samples. [¿] ensure residual fibrin and cellular matter has been removed prior to analysis. Failure to do so can contribute to falsely elevated results.¿ fse reported the sample probe on dxi sn (B)(4) appeared bent. Fse replaced the sample probe and verified system performance with passing system check, high sensitivity system check, carryover and precision study, all of which passed within specifications. Although the sample probe was replaced, there is insufficient evidence to reasonably suggest a hardware failure. A failure of the sample probe would likely cause systemic issues that were not observed in this event. There were on reports of error messages, issues with other assays or issues with other samples. In conclusion, the likely cause of this event is use error. Cellular debris was observed in the plasma sample, on top of the gel separator. The customer did not follow the access hstni instructions for use to ensure residual fibrin and cellular matter had been removed prior to analysis.

Event description:
On 07apr2022 the customer reported an erroneous non-reproducible elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 125493) was generated on the customer's dxi (dxi 800 access immunoassay analyzer with spot b, part number a71456 and serial number 607745) for one patient. The hstni result of 64.1 ng/l was released from the laboratory. There was a report of change to patient management in association with the event. The customer reported the patient was admitted to the hospital from the ER (emergency room) and was administered nitroglycerin (dosage not provided). The customer did not provide further information regarding change to patient treatment or management. Beckman coulter has requested further information regarding change to patient treatment; however, to date the customer has not provided additional information. The customer reported that hstni results were within customer's normal reference range when subsequent samples were drawn from the patient. Customer-provided data showed subsequent sample draws recovered at 10.2 ng/l, 10.3 ng/l and 11.9 ng/l for the hstni assay. The customer reported the sample which initially generated the elevated hstni result of 64.1 ng/l was repeated on the same dxi and an alternate dxi (customer did not provide alternate dxi information such as part number or serial number). When the initial sample was repeat tested, results within the customer's normal range were obtained. Customer provided data shows one of the repeat hstni results recovered at 8.2 ng/l. System performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. There were no error messages, issues with other assays or issues with other samples reported in conjunction with this event. No other patient samples were questioned at the time of the event. Customer stated the sample was collected in a lithium heparin tube. Customer noted the sample to be a full draw. Sample was centrifuge for 3 minutes at 4500 rpm. Customer noted the sample to be normal in appearance. No other sample information was provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.